Event description:
It was reported that the patient presented with pre-syncopal episodes. The pulse generator exhibited crosstalk. The device sensitivity was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.